Event description:
A customer reported having problems with their automatic scope reprocessor and the connectors were not corrected properly. The customer uses cidex opa solution in this unit. The scopes were not rinsed adequately to remove traces of cidex opa. The customer reported that patients have ingested small amounts of cidex opa. Additional information has been requested regarding this event.